Event description:
It was reported that patient had previously had an inflatable penile prosthesis (ipp) which was removed in a prior surgery apparently due to patient experiencing pain. No other prosthesis was implanted. Further, this patient also previously had an artificial urinary sphincter (aus), which doctor states that patient eroded in urethra and said aus was removed approximately one year ago during surgery at same hospital. The lot numbers of all previous components is unknown. The patient was implanted with a new 5.5cm cuff, a new 61-70 prb, and a new pump. No adverse patient effects.